Event description:
It was reported that during a thyroid procedure, after a few minutes there was a permanent noise, with the generator. No further information is available and procedure was finshed with same like product. There were no reported pt consequence.